Event description:
It was reported that following a transfusion procedure, the patient experienced inappropriate shock from the cardiac resynchronization therapy defibrillator (crt-d) due to hypotension. It was noted that the device programming was not changed and the event resolved. The patient is a participant in the improve sudden cardiac arrest (sca) clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the inappropriate shocks were due to the programming setting and not related to the device. It was noted that due to the patient¿s underlying disease of dilated cardiomyopathy, the volume overload triggered the myocardial dilation and arrhythmia. So it was possible that there was a shock. As a result, the device settings were changed and the event resolved. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.